Event description:
It was reported that the customer was hospitalized due to hyperglycemia or hypoglycemia. Troubleshooting could not be performed because the customer had thrown the insulin pump away. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.